Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 1 ml bd tuberculin syringe with detachable needle, slip tip experienced difficult plunger movement. The following information was provided by the initial reporter: material no. 309626 batch no. 0325717. Date of event: unknown. I have been having issues with the syringes for a couple months. I always get two or three syringes of medicine that gets stuck and I lose the medicine because it won't come out. When I plunge it in and take it out, the medicine is still in it. When I pull it down to see the medicine, it goes right back up to the top by itself. I know that's not supposed to happen. I'm trusting your product to work, but losing medicine every month isn't good. Its like throwing money away, and it's not cheap. I really hope you can fix this.

Event description:
It was reported that the 1 ml bd tuberculin syringe with detachable needle, slip tip experienced difficult plunger movement. The following information was provided by the initial reporter: material no. 309626 batch no. 0325717 date of event: unknown I have been having issues with the syringes for a couple months. I always get two or three syringes of medicine that gets stuck and I lose the medicine because it won't come out. When I plunge it in and take it out, the medicine is still in it. When I pull it down to see the medicine, it goes right back up to the top by itself. I know that's not supposed to happen. I'm trusting your product to work, but losing medicine every month isn't good. Its like throwing money away, and it's not cheap. I really hope you can fix this.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-11. H6: investigation summary two loose 1ml s/t syringes with needles attached were received after decontamination. The samples were evaluated. No visual defects were observed. The syringes then had their plungers exercised to test function. One syringe had no issues when the plunger was pulled to the top of the barrel. One syringe had small resistance when pulling the plunger. Once released, its plunger slowly went back up to the bottom of the barrel on its own and stopped at approximately 0.1-0.05ml. A repeat of the test produced the same result. The needle was then disconnected from the syringe and the plunger was pulled without the needle present. No movement issues and no pull back was observed this time. Upon reconnecting the needle and repeating the test, the earlier effect was observed again with plunger moving itself towards its zero position. This indicates there was vacuum forming in the syringe when pulling the plunger¿a sign of an obstruction within the needle. Potential root cause for the plunger movement and the reported aspiration difficulty is associated with the clogged needle defect and is potentially related to the needle manufacturing process. The samples will be forwarded to the needle supplier for further evaluation and investigation. Further investigation was performed. Two samples were received. Each came connected to a 1ml syringe. The needle assemblies were disconnected for analysis. Visual inspection was performed. No defects or imperfections were observed. Each sample was connected to a syringe with saline solution. One sample expelled the solution with normal flow and the other sample didn't expelled, it is clogged. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. During the manufacturing process a vision system is inspecting 100% all the products for clogged needles. No corrective actions are necessary based on the defective rate identified. Batch 0325717 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.